Event description:
It was reported to the manufacturer that the vns patient's lead was replaced due to a discontinuity. Follow-up revealed that diagnostics performed on the patient's device showed high lead impedance. There was no report of patient manipulation or trauma to the device. Further follow-up revealed that there was no lead fracture seen during replacement surgery. It was indicated that the discontinuity was suspected as the patient lost seizure control and the diagnostic results. The explanted lead has been returned to the manufacturer for product analysis. Product analysis is currently pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.